Event description:
Caller reported an issue with the incorrect time on a pump, which they did not know the cause of. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in extreme blood glucose values. Technical support assisted the caller in updating the pump time and advised monitoring the situation, with the caller understanding and acknowledging the guidance.